Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device displayed a low flow alert. The flow rate was 0.7lpm. With the pads attached and device running, the fr=0.7l/min, ip -7psi and cp=27%. There were no bends or kinks in the tubing. When checking the pads, the nurse noted that they were not sticking to the patient's torso and the hydrogel was not sticky. Mss explained that lotion or oil on the patient's skin could prevent adherence. The nurse changed the pads.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿incorrect water flow¿. A potential root cause for this failure could be " inadequate channel design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The product code for this z300-unknown arcticgels pads product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300-unknown arcticgels pads product labeling is found to be adequate based on past reviews. Correction: d10. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device displayed a low flow alert. The flow rate was 0.7lpm. With the pads attached and device running, the fr=0.7l/min, ip -7psi and cp=27%. There were no bends or kinks in the tubing. When checking the pads, the nurse noted that they were not sticking to the patient's torso and the hydrogel was not sticky. Mss explained that lotion or oil on the patient's skin could prevent adherence. The nurse changed the pads.